Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item#: 42502005801, femur cemented cruciate retaining (cr) narrow left size 5, lot#: 64439111. Item#: 42532006401, tibia cemented 5 degree stemmed left size c, lot#: 64550172. Item#: 42512100311, articular surface medial congruent (mc) left 11 mm, lot#: 63819065. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 -2022 -00026, 3007963827 -2022 -00027, 3007963827 -2022 -00028.

Event description:
It was reported that patient underwent left total knee arthroplasty 14 months ago. Subsequently, patient had no issues immediate post op but started to experience swelling and stiffness/tightness shortly after. Patient had difficulty walking, standing, getting up and down from sitting position. Patient was able to walk up to one mile. Patient underwent an aspiration to remove fluid approximately 6 months ago and got no relief. Approximately 3 months ago symptoms started to get worse; patient was now experiencing pain and can't stand for more than 10 min, can't get up and down, can't bend knee, can't walk any distance without pain. Patient underwent second aspiration last month and fluid was sent for testing for infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgery notes: rom adequate stability, no complications; completed physical therapy. 2nd visit notes: arom flexion of 120 degrees, prom 130 degrees. Mobility and strength improved. Some tightness over the knee has disrupted sleep however patient did 'very well in physical therapy'. 3rd visit notes: lab results cbc normal, positive for mild-moderate warmth swelling and mild recurrent effusion, rom 0-12 degrees. 4th visit notes: pain worse then prior to surgery, worse with weightbearing, can walk 2-3 miles with cane, 2-3 blocks without cane. 1 year follow up: continues with warmth swelling rom 0-115 degrees, x-rays show no loosening or subsidence, aspiration obtained, results normal. Complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, an additional follow-up MDR will be submitted.